Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the pacemaker was at elective replacement indicator (eri) for the past six months despite a previous reading estimating eri in one more year. The physician did not allege premature battery depletion and only alleged that the diagnostics overestimated eri. The physician explanted and replaced the device. The patient was in stable condition.

Manufacturer narrative:
As received, a pacemaker was received at end of life (eol). The device was in backup vvi mode due to cold temperature post-explant, which led to high output settings. The high output led to accelerated battery depletion with no other anomalies. The reported event of overestimated elective replacement indicator (eri) was unconfirmed, though the accelerated eri to eol longevity was attributed to normal device characteristics.